Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultrasmart meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿360 and 267 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged inaccurate results. The patient reported that an unspecified time after the alleged issue began she developed symptoms of ¿shake¿ in her hand, ¿sweat¿ and feeling ¿lightheaded¿. It was not reported if the patient received any treatment in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient did not have control solution available to test the subject meter. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.